Event description:
Information was received from a health care professional (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports that high impedances were observed both in the or and pacu. Rep reports impedances were over 4000 and attached pictures showing electrodes 3, 6,7, 8, 9, 12, 13, 14, and 15 as out of range. The patient was brought back into the operating room and the paddle was replaced which resolved the issue. The cause was not determined. The rep indicated they would send further information as they became aware.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6)2026; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.